Manufacturer narrative:
D.3 common device name: blood specimen collection device; intravascular administration set. H.6 investigation summary "material #: 367342; lot/batch #: 3058454. Bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".

Event description:
It was reported that while using bd vacutainer® push button blood collection set that there was insufficient blood flow through the device. The following information was provided by the initial reporter: please describe the workflow when samples were being collected : when performing collection, the needle would not aspirate blood. The tm pulled back on the syringe after getting the "flash" signifying they were in the vein but no significant amount of blood would aspirate. The when pulling back on the syringe, the butterfly needle would make a slight hissing sound as if air was being aspirated. After repositioning, the device continued with a slight hiss but no blood was obtained. After removing the needle and activating the pushbutton, the device was inspected and proved no obvious flaws or poor connections. A new collection device was attached and a successful sample was obtained. We are guessing there is a crack or hole in the butterfly device causing it to suck air, not blood. A phlebotomist with 19 years experience was using the device at the time and they are accustom to using it. This is the only occurrence that we are aware of. Customer reports that while drawing blood, there was a flash, but no significant amount of blood would aspirate. The customer also noted a hissing sound while using this.